Manufacturer narrative:
Continuation of medical devices: dtba1d4 crt-d implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold. Follow up concluded no intervention was done. The lv lead remains in use. No patient complications have been reported as a result of this event.